Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s) "no pt impact" (no consequences or impact to pt). Product problem(s): "error messages" (device displays error message). The customer reported that during the procedure an error message was displayed. The system required rebooting at which time the cassette would not prime. The system was switched out to complete the procedure. There was a short delay, no pt impact was reported. Add'l f/u info has been requested.